Event description:
It was stated the patient had an allergic reaction and was considered for re-implant due to history of past allergic reactions to the system. The representative believed the patient had the implant for one year or so and it was explanted as the skin redness did not resolve. Reportedly, once the system was removed, the skin redness resolved. The patient then was on the call and stated she had never had a permanent implant and only had the trial for one week. It was also stated the patient never had any allergic reaction during the trial and it was concluded the rep had wrong information about the identity of the patient with this allergic reaction. (B)(4).

Manufacturer narrative:
(B)(4).